Manufacturer narrative:
(B)(4). Similar adverse events are being reported under the following records: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no alerts on the g6 application was reported. The patient's mother stated that during the night the dexcom failed to alert her daughter which resulted in her going into hypoglycemia. The patient's mother stated she is profoundly deaf and stated that she cannot hear at night; however, she stated despite the settings on the sound and vibrate, her phone does not wake her up on the vibrate setting to let her know that the patient is having a low. She stated that her partner did not hear an alert either and it was only when the patient's mother checked her phone before bed is when she noticed the dexcom showing and urgent low. She indicated that the patient had 2 additional hypoglycemic events during the night and were not alerted each time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the g6 application was not at fault. Please disregard initial reporting under MFR# 3004753838-2019-04952.